Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: examining the typical hemodynamic performance of nearly 3000 modern surgical aortic bioprostheses

Event description:
The article, "examining the typical hemodynamic performance of nearly 3000 modern surgical aortic bioprostheses", was reviewed. The article presented a retrospective, multicenter study to assess the normal hemodynamic performance of contemporary surgical aortic valves at 1 year postimplant in patients undergoing surgical aortic valve replacement (savr) for significant valvular dysfunction. Devices included in the study were avalus, perimount, trifecta, mitroflow, mosaic, hancock, epic, freestyle, intuity, and perceval. The article concluded that overall hemodynamic performance at 1 year ranged from good to excellent. These data can serve as a benchmark for other studies and may be useful to evaluate the performance of bioprosthetic surgical valves over time. [The primary and corresponding author was robert klautz, leiden university medical center, department cardiothoracic surgery, room d6-46, albinusdreef 2, leiden 2333 za, netherlands, with corresponding email: r.j.m.klautz@lumc.nl]. The time frame of the study was from february 2011 to november 2018. A total of 2958 patients were included in the study, of which 14.5% received an abbott device (trifecta n=394, epic n=39). This study was a pooled analysis of four studies, the baseline age in the studies ranged from 70.1 to 83.3 years. The majority gender was male. Comorbidities included chronic obstructive lung disease, diabetes, hypertension, myocardial infarction, peripheral vascular disease, prior coronary artery bypass, percutaneous coronary intervention, pacemaker, defibrillator implant.

Manufacturer narrative:
Summarized patient outcomes/complications of the normal hemodynamic performance of contemporary surgical aortic valves at 1-year postimplant in patients undergoing surgical aortic valve replacement (savr) for significant valvular dysfunction were reported in a research article "examining the typical hemodynamic performance of nearly 3000 modern surgical aortic bioprostheses", in a subject population with multiple co-morbidities including chronic obstructive lung disease, diabetes, hypertension, myocardial infarction, peripheral vascular disease, prior coronary artery bypass, percutaneous coronary intervention, pacemaker, defibrillator implant. Some of the complications reported were aortic stenosis, aortic regurgitation, paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "examining the typical hemodynamic performance of nearly 3000 modern surgical aortic bioprostheses".

Event description:
N/a